Manufacturer narrative:
B1): corrected to adverse event and problem. B2): outcomes corrected to "other" since lld was cut and capped, instead of "death" (captured in the initial MDR). G3): manufacturer became aware of the need for supplemental correction MDR on 03 aug 2021. H1): type of reportable event corrected to "serious injury". H3): the device was discarded, thus no investigation could be completed. H6): heic code 1802 not applicable for this report. Code 3165 remains applicable for this event. Postmarket surveillance performed a record review and discovered that three MDR''s (1721279-2019-00111, 1721279-2019-00127) were submitted for "death" for the same patient. This duplicated the patient''s death, which trended more deaths than actually occurred. This supplemental MDR is being submitted to change "death" to "injury", accurately reflecting the event and avoiding "death" duplication. MDR #1721279-2019-00127 will remain unchanged.

Manufacturer narrative:
Patient weight unavailable. Device model, lot and expiration date unavailable. Device 510k number unavailable because the model number is unavailable. Although a patient death occurred, the death was unrelated to the lld device which was cut and capped within the rv lead and remained in the patient until the next day. Device manufacture date is unavailable because lot number is unavailable.

Event description:
This complaint represents the 4024 rv lead in which the lead and lld were cut and capped, which was reported by the rep during conversations regarding the event details with postmarket surveillance analyst on (B)(6) 2019, although rep was aware and present at the procedure on (B)(6) 2019: a 3 lead extraction procedure commenced to extract 3 leads (4524 ra lead (implanted 324 months), 4024 rv lead (implanted 324 months) and 5092 rv lead (implanted 228 months), due to infection. Lld devices were present in each of the leads. The 5092 rv lead was removed successfully without problems. While attempting to remove the 4524 ra lead, the lead and lld snapped, and was capped within the patient vasculature (please reference MDR 1721279-2019-00111). The 4024 rv lead, along with the lld inside the lead, was cut and capped and remained within the patient, in preparation to remove the two remaining leads during an open heart procedure scheduled for (B)(6) 2019. The rep reported that the physician did not attempt to unlock the lld and remove it from the lead prior to cutting and capping the lead/lld; therefore there is no indication of a malfunction of the lld. During the open heart procedure, the leads and lld's were removed. However, the patient died on (B)(6) 2019 from complications of the open heart procedure (please reference MDR 1721279-2019-00127).